Manufacturer narrative:
(B)(4). (B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the angle attachment device was overheating during use. It was reported that there was no delay in the procedure due to the event as an unspecified spare device was available for use. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. The attachment device was evaluated and it was determined that the device overheats when in use. Therefore, the reported condition was confirmed. An assessment was performed on the device which found that the temperature was 104 degrees at the elbow and 105 degrees at the base, both were above the operational specifications (103 degrees). During repair it was observed that the gears and the bearings were worn out causing the device to exceed the operational specifications. The assignable root cause of this condition was determined to be due to component damage caused by normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.